Event description:
A report received from the USA stated an ht70 plus ventilator experienced an unresponsive touch screen. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
This report is currently being investigated. As additional information is received, a supplemental report will be filed. (B)(4).